Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station froze and the refrigerator failed. A field service engineer confirmed that the smart remote manager latch was not opening. Upon inspection, the micro switches were discovered to be very dirty. The fse attempted to clean and grease them, but the issue persisted. The latch was then replaced, and the system was rebooted and tested. The system was tested in hardware test application, and the customer was able to recover and perform inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station froze, and the refrigerator failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.